Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.

Event description:
Customer reports radicals have a "faulty display". No further details are available. There was no known impact or consequence to pt.